Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Due to low amplitude r-waves, and the ventricular rate below the detection zone, detection was delayed which necessitated an external rescue shock.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device failed to treat ventricular fibrillation (vf) during a coronary procedure. The patient required external shock to terminate the arrhythmia. Review of the episodes showed some undersensing on the right ventricular (rv) lead. R-waves measured below normal range. Reprogramming was performed. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.